Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/reporter contacted lifescan (lfs) customer service on behalf of the lay-user/patient on october 31, 2010 alleging that the onetouch® ultramini meter has an error 3 issue. The patient does not use any medication to manage his diabetes. The error 3 began on (B)(6) 2010 at 3:45 pm. The patient managed his diabetes as usual at the time of concern. Within 15 minutes, the patient developed symptom of "sweating." The patient denied seeking any medical treatment due to the product issue. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. During troubleshooting, customer service noted that the patient was using the incorrect technique to test on the subject meter. The patient pressed the power button when he inserted the test strip into the subject meter. The error 3 message was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptom that can be associated with hypoglycemia after the error 3 message began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k #k061118.